Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Update 10/18/2016 pfs and medical records received. After review of the medical records for MDR reportability, medical records report dislocation, pain, hematoma, loosening of femoral stem. The summary of medical facts reported that the patient had fallen out of bed and dislocated her left hip (B)(6) 2012. The summary of medical facts reported that the surgeon deviated from standard of care in the placement of the femoral component as the stem had not been impacted down to the level of the calcar, and the canal was less than 50% filled with the implant. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.